Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2015-08658 and 2134265-2015-08659. It was reported that brain stroke and thrombosis occurred. Intravascular ultrasound (ivus) was performed and there were three target lesions. Target lesion # 1 was located in the distal to medial left anterior descending (lad) artery and was treated with 38x2.50 promus premier¿ stent. Target lesion # 2 was located from ostial site to proximal and medial lad artery and was treated with 38x3.00 promus premier¿ stent. Target lesion # 3 was located in the left main artery and was treated with 12x4.00 promus premier¿ stent. After stent implantation, ivus was performed again and the procedure was completed. However within 12 hours post procedure, the patient experienced brain stroke and was under observation. There was a suspected thrombus in the middle cerebral artery. The patient's condition was stable with the left side of the body paralyzed. No further patient complications were reported and the patient remained hospitalized.